Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified left proximal superficial femoral artery (sfa) (antegrade) using a prostyle device after a percutaneous transluminal angioplasty (pta) interventional procedure using a 6f sheath. Reportedly, when the needle plunger met the body of the device during deployment, the physician said "it felt funny". When the needle plunger was removed after deployment, no suture was seen. The device was removed and the knot came out of the device. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿needle plunger was removed after deployment, no suture was seen¿ was not confirmed; however, a link break was observed. The reported device device " felt funny" during plunger deployment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The prostyle device was used in the superficial femoral artery. It should be noted that the prostyle instructions for use (IFU), states: do not use the perclose prostyle smcr system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is unknown if the IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: correction of date of event. B6: correction of date for relevant test/lab data.